Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 3.50x20 synergy ii drug-eluting stent was selected for use. During preparation, it was noted that the stent fell off the delivery system. The device never entered the patient's body. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the stent had detached from the stent delivery system. The stent was damaged with struts bunched at one end. The balloon cones were reviewed and no issues were noted. Crimp markings were evident on the balloon wall indicating overall crimp contact between the coated stent and balloon. The stent crimp force, the crimp temperature and the crimp duration for the device all are within the specified range. Reviewing these specified parameters against the batch records for the crimped unit, there are no anomalies evident. The product stent protector was returned for analysis and the ID (inside diameter) was measured and is within specification. Based on the specified stent protector profile and the max crimped stent profile, there are no issues to note with the interaction between the two components. A visual and tactile examination found no issue with the hypotube. A visual and tactile examination found that the outer & inner was severely damaged, the inner was broke just distal to bi-component bond. The bi-component bond showed no signs of damage or strain. The bumper tip of the device showed no signs of damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 3.50x20 synergy ii drug-eluting stent was selected for use. During preparation, it was noted that the stent fell off the delivery system. The device never entered the patient's body. The procedure was completed with another of the same device. No patient complications were reported.